Event description:
I used fixodent from approximately 2002-2009, while I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2002, I was diagnosed with neuropathy, blood test taken at that time showed I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2002-2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.